Event description:
It was reported the patient developed sepsis. Of note, the pocket was found to be "dry without evidence of infection." The implantable cardioverter defibrillator (ICD) system was removed and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.